Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the protective sheath on the vh-4000 jaws came off. The problem was noted about half-way thru branch ligation. The boot came completely off exposing the entire jaw. The boot was left in the leg and the harvester elected to continue without a different device and completed the harvest without further problem. He kept the device away from the conduit. The product is not returning. The lot number is unk.